Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the penditure clip, the case was a left ventricular assist device (lvad) and the clip slipped during the operation, and a huge stump was observed on echocardiogram. The clip had to be repositioned closer to the base. An echocardiogram was performed before coming off the procedure and after repositioning, which showed that the reposition looked good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the concomitant procedure was an lvad implantation via a sternotomy approach. The device was deployed on a beating heart. A sizer was used to determine the penditure size. The implant technique and site of insertion used was a right handed, inferior to superior approach. There was nothing unusual about the appendage, just a largely dilated left ventricle (lv). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.